Manufacturer narrative:
B3: estimated as it was reported that patients were followed 01/2010 - 10/2020. Literature citation: s.I. Khalid, s. Sathianathan, k.b. Thomson, et al., watchman vs. Doacs: 5-year stroke rates, (2023), https://doi.org/10.1016/j.jjcc.2023.07.015.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 2,532 patients who underwent a left atrial appendage closure procedure and received a watchman closure device during the time frame of january 2010 through october 2020. Of the 2,532 patients, 823 patients experienced a major bleed (major bleed events included ophthalmologic, pericardial, pulmonary, gastrointestinal, and non-traumatic intracranial sources of bleeding), 124 patients experienced a transient ischemic attack (tia), and 257 patients experienced an ischemic stroke.